Manufacturer narrative:
An investigation has been initiated.

Event description:
Patient was connected to the permcath line for over 1 hour into treatment when the patient alerted the nurse that he felt something we on his shirt. The nurse observed that the white hub from the venous side had separated completely from the clear plastic lumen on blood was free flowing.

Manufacturer narrative:
The reported issue and the returned device were discussed with medcomp engineering. Both the venous and arterial luers could not be easily removed from the extension line. A review of the manufacturing processes indicated the luer is assembled to the extension using the semi-automated luer assembly mechanism with instructions to reject tubing that has been over expanded. The device history record review showed this catheter lot was manufactured per specifications. No non-conformances were noted. The device was implanted for four months prior to this event. We are unable to determine the cause or factors that may have contributed to this event. Based on historic data this is not a systemic issue and is considered an isolated incident.